Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a battery out limit alarm and a failed battery test alarm. The customer's blood glucose was unknown at the time of incident. The customer was assisted in clearing the battery out limit alarm. The customer stated that the battery cap was not missing or damaged. The customer stated that the battery compartment was corroded. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked belt clip slot, a cracked reservoir tube lip and a corroded battery tube.